Event description:
It was reported that during a bypass procedure there was a low co2 reading and the blood appeared dark. The monolyth oxygenator was changed out with another monolyth and the procedure continued without further incident. No patient injury.